Event description:
Deforoxamine 1500 mg infused too rapidly. Medication started at 9:45 pm and was supposed to infuse over 8 hrs. Total volume infused by 11:15 pm. Equipment failure suspected, although biomedical engineering has been unable to reproduce the error. The infusion rate is microprocessor controlled and monitored. An error should show up in the alarm history or would shut down the pump. Accessories (tubing, etc.) Are not available for inspection. The pt experienced no injury as a result of this event. This is a voluntary report.